Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to a "technicality issue", further specified as "disconnecting (the transfer set) and not covering the patient line properly." The patient was not hospitalized for the event. The patient was treated with vancomycin and ceftazidime. According to the reporter, the rn instructed the patient to maintain their patient line as sterile as possible to avoid peritonitis in the future and a possible change in therapy. The patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
D1: the reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.